Event description:
An incompatible device/ os issue was reported with the adc device in use with an iphone 13 mini with ios operating system version 17.0.3. Due to the incompatibility, full app features were not available and the alarms were disabled due to the "do not disturb" status being enabled on the phone. As a result, the customer was asymptomatic but was administered oral sugar for treatment by a non-hcp third-party. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible device/ os issue was reported with the adc device in use with an iphone 13 mini with ios operating system version 17.0.3. Due to the incompatibility, full app features were not available and the alarms were disabled due to the "do not disturb" status being enabled on the phone. As a result, the customer was asymptomatic but was administered oral sugar for treatment by a non-hcp third-party. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink app complaint was investigated and determined that there were no issues with the freestyle librelink app that would have led to the complaint. The user reported missing high and low glucose alarms. Attempted to replicate the user¿s complaint using similar configuration the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.